Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), drug hypersensitivity ("I had reaction the percocet"), nausea ("made me very nauseaous"), migraine ("migraine"), menorrhagia ("heavy periods"), polymenorrhoea ("frequent periods"), pelvic pain ("complaning of pain/stabbing pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular heavy peroid") and back pain ("back pain"). The patient was treated with surgery (hysterectomy on 1st october). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, drug hypersensitivity, nausea, migraine, menorrhagia, polymenorrhoea, pelvic pain, abdominal pain, menstruation irregular and back pain outcome was unknown. The reporter considered abdominal pain, back pain, drug hypersensitivity, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain and polymenorrhoea to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: nausea, migraine, drug hypersensitivity, menorrhagia, dysmenorrhea, polymenorrhea. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event abdominal pain, irregular heavy period, back pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), drug hypersensitivity ("I had reaction the percocet"), nausea ("made me very nauseaous"), migraine ("migraine"), menorrhagia ("heavy periods"), polymenorrhoea ("frequent periods") and pelvic pain ("complaning of pain"). The patient was treated with surgery (hysterectomy on 1st october). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, drug hypersensitivity, nausea, migraine, menorrhagia, polymenorrhoea and pelvic pain outcome was unknown. The reporter considered drug hypersensitivity, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain and polymenorrhoea to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: nausea, migraine, drug hypersensitivity, menorrhagia, dysmenorrhea, polymenorrhea. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Event pelvic pain & reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), drug hypersensitivity ("I had reaction the percocet"), nausea ("made me very nauseous"), migraine ("migraine"), menorrhagia ("heavy periods") and polymenorrhoea ("frequent periods"). The patient was treated with surgery (hysterectomy on (B)(6)). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, drug hypersensitivity, nausea, migraine, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered drug hypersensitivity, dysmenorrhoea, menorrhagia, migraine, nausea and polymenorrhoea to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: nausea, migraine, drug hypersensitivity, menorrhagia, dysmenorrhea, polymenorrhea. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.